Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the lens loaded fine. When the lens was being turned/injected the end split on the cartridge of two pcb00 preloaded devices. There was no impact to the patient. No additional information provided. This report is one (1) of two (2).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 06/27/2018. Device evaluation: the complaint unit was received in its original packaging. The plunger was observed in advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: lubricant material residues were observed in the cartridge tube. The lens was stuck at the cartridge tip. The cartridge tip was deformed. The reported issues were verified. However, the condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.